Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error or excessive no delivery alarms noted during testing. No unexpected grinding noise during the rewind process was noted. The motor passed the motor test. The pump had intermittent button response due to moisture damage on the keypad traces. The pump also had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, and minor scratches on the display window.